Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a receiver reinitialization was reported. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.